Event description:
The customer reported that they monitored sao2 values on 16 beds and noticed that almost half of the units were coming up with 100% saturation. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer provided supporting info for one device only. The only info provided to suggest inaccuracy was comparison for one pt of arterial blood gas (abg) measurement with spo2 values. No pt harm or failure to alarm was reported. Though there is no accuracy specification for comparison of abg and spo2, the customer reported that the 100% spo2 measurement value was different from the abg measurement value. Communication with the customer also revealed that pt spo2 measurements were undertaken using refurbished sensors from a 3rd party unsupported sensor manufacturer as well as philips-validated sensors. The local philips support staff recommended to this customer that they use only philips-supported sensors and that the clinicians assure that the sensors are properly applied. Note that the instructions for use (IFU) for this device lists the sensors that are supported, warns of hazards of reusing disposable transducers, warns against using non-philips approved accessories and cautions of potential inaccuracy if spo2 sensors are not applied adequately. Philips has received confirmation that the customer accepted that they should replace sensors (with philips approved sensors) and place them on a different part of the pt and that the customer has had no problems since philips has given them this feedback. This reported customer problem is fully consistent with use outside normal and expected and will not be considered as a malfunction. Trending for this issue supports that there was no malfunction or health risk and there are no design, manufacturing, material, or labeling problems. No further investigation or action is warranted.